Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient is (B)(6).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, when the physician attempted to implant the first side of the sling, the mesh carrier would not engage the patient's tissue. The physician completed the procedure with another solyx single incision sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual and functional analysis of the returned device revealed no defects. Both mesh carriers fit easily onto the delivery device. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, when the physician attempted to implant the first side of the sling, the mesh carrier would not engage the patient's tissue. The physician completed the procedure with another solyx single incision sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."